Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed no cartridge detected and multiple loss of primes due to zero force warnings. The pump powers on and displays verify screen. The display screen is dim and reddish. A test display was mounted during investigation and screen fully illuminated. The pump passes ez prime steps and primes correctly. Investigators were unable to duplicate reported load step malfunction. Force sensor calibration reading is at the highest count. Pump¿s cover was removed, moisture corrosion was observed inside the unit four-the force sensor circuit was disassembled, moisture corrosion was found to the force sensor plate. Force sensor resistance reading is within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump emptied the cartridge of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.